Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_adaptor_acc, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient had their ins replaced about 3 weeks ago due to intermittent high impedances on the left side. The rep reported that replacing the pocket adaptor was discussed but it was severely scarred in so only the ins was replaced. The rep reported that after replacing the ins, impedances were normal in the or. The rep reported that a few days following the ins replacement, the patient was seeing an out of regulation (oor) message on the patient programmer and in clinic they were again seeing intermittent high impedances. The rep reported that the patient came in today for an ins replacement and the rep indicated that they were seeing oor on the clinician programmer, intermittent high impedances around 12-14k ohms, and the ins voltage was at 2.84v. The rep confirmed that the patient was programmed in voltage mode. No patient symptoms were reported. No further patient complications have been reported as a result of this event.